Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in and reported drain line blocked alarms, and fibrin in her line. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was seen in the clinic on (B)(6) 2015 and was diagnosed with a touch contamination peritonitis. The patient was treated with ip vancomycin and is currently on temporary hemodialysis.